Event description:
The customer contact reported air in line. The plumset was primed with 5% dextrose in water and connected to the patient's peripherally inserted central catheter (PICC). After an unspecified length of time, it was reported that the male adapter of a secondary blood tubing set was connected to the clave secondary port o n the cassette of the plumset for the delivery of an unspecified volume of intravenous immunoglobulin (ivig) at an unspecified rate, via a plum pump. At this time, it was reported tha the nurse backprimed solution from the plumset into the secondary blood tubing set into the vial of ivig, opened the blue air valve, and the delivery was started. After an unspecified number of air bubbles were noted in the tubing distal to the cassette of the plumset. No air was delivered to the patient. It was reported that 3 times during the 31/2 hour delivery, the nurse stopped the delivery, disconnected the plumset from the patient flushed the plumset with 5% dextrose in water to remove the air, reconnected the plumset to the patient, and restarted the delivery. The tubing set remained in clinical use. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
Testing and investigation is complete. The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported air in line was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.